Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line. It was noted that the patient line was not tightly connected to the catheter which caused fluid to leak onto the floor. It was confirmed that fluid did not come in contact with the cycler. The patient was in drain 2 of 4 of treatment and treatment was cancelled. The patient was advised to reset up treatment with new supplies. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment the day of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is not available for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line. It was noted that the patient line was not tightly connected to the catheter which caused fluid to leak onto the floor. It was confirmed that fluid did not come in contact with the cycler. The patient was in drain 2 of 4 of treatment and treatment was cancelled. The patient was advised to reset up treatment with new supplies. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment the day of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is not available for physical evaluation by the manufacturer.

Manufacturer narrative:
Investigation: the event description describes a use error and does not allege any deficiency or defect related to the manufacture of the liberty cycler set. The complaint sample is not available for manufacturer physical evaluation. The reported incident was caused by the patient line that was not tightly connected to the catheter. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.